Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: device analysis of (B) (4) showed no anomalies. Visual inspection revealed grommet damage and a set screw in the connector bore.

Event description:
It was reported during the implant procedure that the lv set screw could not be "engaged." The device was not implanted. No patient complications have been reported as a result of this event.